Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 26 may 2020: lot 140743: (B)(4) items manufactured and released on 30-apr-2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event. Clinical evaluation: stem revision performed 3.5 years after primary cementless total hip arthroplasty in a (B)(6) year old man. In the radiographic image provided, the stem looks slightly undersized. The reason of this choice cannot be assessed on the basis of a single anteroposterior radiographic projection. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed 3 years and 6 months after the primary surgery due to stem mobilization. The surgeon revised the stem.